Event description:
It was reported that the patient presented for generator change due to normal elective replacement indicator (eri). It was noted that the right ventricular (rv) lead exhibited noise oversensing causing noise reversion and pacing inhibition episodes. The rv lead was capped and replaced on (B)(6) 2022. No patient consequences reported.